Event description:
It was reported that the patient developed a urinary tract infection and then a yeast infection. It was stated that the patient did not think it was from purewick female external catheter and wanted to know if they could continue to use purewick female external catheter with a yeast infection. It was stated that the patient had been using this product less than 90 days. It was unknown what medical intervention was provided for urinary tract infection and yeast infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient developed a urinary tract infection and then a yeast infection. It was stated that the patient did not think it was from purewick female external catheter and wanted to know if they could continue to use purewick female external catheter with a yeast infection. It was stated that the patient had been using this product less than 90 days. It was unknown what medical intervention was provided for urinary tract infection and yeast infection.